Event description:
The reporter states that the tip of the catheter seemed to just come off in chunks and was unable to be removed from the pt, despite repeated attempts. At least two small pieces remained in the pt. Everything about the case was normal until that point and the sheath was advanced into the cs when this was noted.

Manufacturer narrative:
The actual device was returned for analysis. The radiopaque tip material was visually observed to have fractured. The appearance was indicative of brittleness. The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force. Subsequent conversations with the reporter indicated that the product in question was stored in uncontrolled environments for as long as two years. The product was most likely exposed to high heat for prolonged time periods and was subject to daily and seasonal temperature cycling. The info available suggests that the presumptive cause of the tip fracturing is material degradation resulting from the storage environments. The stated storage conditions on the product labeling are a cool, dark, dry place.